Event description:
It was reported that shortly after pocket closure during an implant procedure, asystole was observed on the patient with this pacemaker system. Further testing was performed, and this right ventricular (rv) lead was discovered to be exhibiting intermittent loss of capture (loc). It was noted an external device was placed to help with pacing. Fluoroscopy was done and the results revealed dislodgement of the rv lead. The physician reopened the pocket and repositioned the rv lead successfully. No additional adverse patient effects were reported.